Event description:
It was reported that the patient had complications with the neuro pump device. The "catheter pump" started coming out of the patient. The patient's spouse thinks it then got re-installed back into the patient but they had to have it removed. The patient ended up getting meningitis. The spouse believed the pump was removed in (B)(6) 2009. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).